Event description:
A home patient (hp) contacted global technical services regarding a low drain volume alarm on the homechoice unit during initial drain. During troubleshooting with the technical service representative (tsr), the hp stated there was a big bubble of air in the patient line. The tsr advised the hp to cycle power and assisted the hp to end therapy. The tsr instructed the hp to end therapy and start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.

Manufacturer narrative:
(B)(4). Two of 6 emdrs. (B)(4). Five minicap transfer set samples of (B)(4) (lot #h10c03048) were received and one covidien beta cap adapter (one thread/old design) 661001 (lot unknown) was received. Three of the samples were still in package (companion samples) and two were out of package. Assuming the two were used. Visual inspection showed no defects. Inspection was performed on the threading of the transfer set connector by the micro vue. No defects were found on the threads. The catheter luer adapter was checked to verify the luer tape. The measurement was 0.0157 inches, which is within specification. The beta cap adapter was connected to each of the transfer sets (patient connector) and the 'gap' distances were recorded (not flush to shoulder). The connections were not loose and did not separate. Underwater pressure test was performed with no leakage on each connection. No leakage was found with any of the three samples. The issue could not be confirmed in the lab on the returned samples for separation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Root cause was unable to be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
(B)(4) received a report from a peritoneal dialysis (pd) nurse that the transfer set "fell off from the catheter adapter." The nurse stated that the home patient (hp) initially noticed that the transfer set fell off as he was lying in bed while performing therapy. The hp's catheter was repaired and was given antibiotics. A plastic adapter was used, and the nurse could not recall the type or manufacturer of the catheter. The nurse explained that she had tried using a transfer set from two boxes, but was unsuccessful as it kept falling off. The nurse was finally able to use a transfer set from the third box. The nurse stated that the hp had resumed therapy on the hc cycler. No additional information was provided. During a follow up with the nurse, it was revealed that the hp's transfer set needed to be replaced, because hp had accidentally cut the catheter. The nurse stated that she used a transfer set from one box, and it fell off, so she used another transfer set from another box, and that fell off as well. Per nurse; she has a total of 10 unused transfer sets in her possession that would be sent for evaluation (5 from each box). Per nurse, hp was doing fine and continuing therapy. No patient injury or medical intervention was indicated at this time. No further information was provided. (This is second of 6 emdrs for this lot; and 6 additional emdrs will be submitted for the other lot).

Event description:
A site reported that hospital staff did not notice that a pt being monitored on a dash 5000 and cic expired. A ge field engineer performed an on site evaluation and confirmed that no malfunction of the device could be detected during testing. All simulated events were detected and correctly alarmed at the bedside monitor and the cic. An initial log review completed by the manufacturing site indicates that multiple alarms were provided by the system. The cic logs indicate that the dash monitor was not being viewed at the cic. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
(B)(4).as a companion sample was received for evaluation and not an actual sample. An incorrect code was used in follow up emdr number 001.